Manufacturer narrative:
See regulatory report # 3004209178-2018-20171 for other implantable neurostimulator (serial # (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that it takes the patient 4 hours to charge the implant since moving from assisted living to nursing home. Caller states she is calling from home and she is not with the patient or equipment. No symptoms were reported. No further complications were reported or anticipated with this event. Additional information was received from the consumer. The caller stated in (B)(6) 2018, it was taking 6 hours to charge. The caller stated it took about 4 hours now. The caller stated with the new system she thought it would take only 1-2 hours. The caller also stated the patient's disease was progressing. The caller stated the patient regretted having the new rechargeable implant placed instead of the older non-rechargeable one. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.